Event description:
In 2003 pt was found face down in vail bed area between mattress, siderail, and/or enclosed netting. Resuscitation efforts were to no avail and pt died as a result of positional asphyxia and suffocation.